Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient's implant was "installed" wrong. They had a revision on (B)(6) 2005 and noted that the ins was replaced correctly on (B)(6) 2005. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3986a, lot# n0032448, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that when the patient reported that the stimulator was installed wrong they meant that the leads didn't cover the area of pain. They didn't know their weight at the time of the event but guessed they weighed around (B)(6) pounds. The cause of the stimulator being installed wrong was that the leads didn't reach the area of pain; they noticed this issue right away when the ins was installed on (B)(6) 2005; the ins was revised on (B)(6) 2005. No further complications reported.